Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2009. During post-operative monitoring, a fractured femoral component was noted on (B)(6) 2009. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
"The follow-up report is being filed to relay corrected information that was unknown at the time of the initial medwatch. Corrected data: patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event."

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2009. Subsequently, the patient experienced a fractured femoral component, which was noted on (B)(6) 2009. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: event description ¿ patient¿s femur fractured; biomet femoral component did not fracture. There are warnings in the package insert that state that this type of event can occur: ¿intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain.¿

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2009. Subsequently, the patient experienced a fractured femur, which was noted on (B)(6) 2009. Additional information received revealed the patient underwent right hip revision surgery on (B)(6) 2009. Further information indicated patient is bilateral with left femoral resurfacing procedure performed on (B)(6) 2011 with no reported revision surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2009. Subsequently, the patient experienced a fractured femoral component, which was noted on (B)(6) 2009. Additional information received revealed the patient underwent right hip revision surgery on (B)(6) 2009. Further information indicated patient is bilateral with left femoral resurfacing procedure performed on (B)(6) 2011 with no reported revision surgery.